Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of "the screen shuts off randomly" was verified through the event history log as "improper shutdown" messages. An ¿improper shutdown!¿ message displays when the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The device was found in specification during testing and no cause was identified, therefore no correction required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 345. A service history review revealed no indication that the parts replaced during previous servicing caused or contributed to the event. The cause was identified to be an out of specification upstream thermistor. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a spectrum pump shut off randomly during testing in the biomed service department. There was no patient involvement. No additional information is available.